Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? They said that the clip was fed into the applier properly, so the jaws of the applier should be at 90 degree to the surface of the clip cartridge when loading. Was the applier checked for damaged (jaws straight and aligned)? The jaws were straight. What is the lot number? The number is unknown. Note: related events reported via and 2210968-2023-02376.

Event description:
It was reported that a patient underwent an unknown procedure on 3/14/2023 and suture clips were used. During the procedure, the clip could not be closed. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.